Manufacturer narrative:
Company representative evaluated the unit and replaced the power supply. Unit was tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No pt injury was reported.